Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and insulation damage on the right ventricular (rv) lead. On (B)(6) 2025, the physician capped and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for lead not being explanted just capped.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. On (B)(6) 2025, the physician cap to explant and replace the rv lead. The patient was in stable condition.